Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would freeze during use. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm programmer screen would freeze during use. The programmer able to interrogate several devices without issue using a known good radiofrequency head. The parsing files were checked and no anomalies found. The hard drive health was at 100 percent. The hard drive was reconfigured, and the software was reloaded and updated as a preventative measure. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.